Event description:
It was reported that the neurologist was having issues with her handheld device. The handheld screen reportedly did not respond to the handheld stylus. It was confirmed that the screen lock switch was not engaged and that the battery latch was closed. A hard reset was performed but the issue did not resolve. A replacement device was provided but the unresponsive handheld has not been returned to date.

Event description:
The handheld device and software flashcard were returned to the manufacturer for analysis. During the analysis it was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury. Serial #, lot #, other, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.